Event description:
A healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced extensive glistening , early intraocular lens opacification. There are two medical device reports associated with this file. This report is associated with the right eye. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.3. , d.4. , h.6. D.3. Product manufacturing site updated due to receipt of serial number. G.9. Manufacturer report number revised and reported under 9612169-2025-01128. The manufacturer internal reference number is: (B)(4).